Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not opening and an error message indicated that maintenance was needed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not opening and an error message indicated that maintenance was needed. The customer stated that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7 was not opening. A field service engineer (fse) used med station performance analysis report (mpar) air to diagnostic the issue, but the customer confirmed that the station was functioning properly. The system functioned as intended after the field service engineer investigated the device.